Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the right eye of the high-resolution stereo viewer (hrsv) on surgeon side console (ssc) 1 had no video. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer confirmed ssc 2 had video in both eyes. The tse recommended the customer to perform a hard power cycle of ssc 1. The site continued with the procedure using ssc 2. The procedure was completing robotically with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the procedure was completed with ssc 2. There was no harm to the patient. The faulty ssc was used the next day and the right eye continued to have an issue and was fuzzy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and confirmed that after the power cycle, the surgeon side console (ssc) high-resolution stereo viewer (hrsv) was working properly, however, the next day the right hrsv did not power on. The fse was able to reproduce the issue and replaced the hrsv. The system was tested and verified as ready for use. Isi has received the hrsv to perform failure analysis. The hrsv was analyzed, and the failure was confirmed via the system logs. The unit was installed onto the ssc test system, and it powered up with no image in the right eye.